Event description:
The customer reported to philips healthcare that the switch was defective on the heartstart xl. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.